Event description:
The customer reported that two pts had a bronchoscope procedure performed in 2006 and the specimens obtained during the procedure were positive for burkholderia cepacia. The facility is conducting an investigation to determine the source of the contamination. The customer reported that the two pts currently do not have any symptoms of any infectious process. The pt's physicians have been informed as well as the infectious disease physician, and both physicians are monitoring the pts. The customer has refused services from the clinical education consultants and field service engineers.

Manufacturer narrative:
The medical device regulation (21 cfr part 803) requires that certain device related info be reported to FDA. The submission of this info is without prejudice and does not constitute an acknowledgement of the validity of the info or any admission that the subject product malfunctioned or that there is any causal connection between the product and the reported event.